Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to cied system/pocket infection. Prior to the procedure, the pocket required extensive dissection due to heavy calcifications present in the area. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics tightrail rotating dilator sheath over the rv lead, steady advancement was made to the superior vena cava (svc)/ra junction, encountering expected but not undue resistance. However, the patient's blood pressure dropped and a posterior pericardial effusion was detected via transoralesophageal echocardiography (toe), resulting in cardiac tamponade. Rescue efforts began, including rescue balloon, sternotomy, removal of blood, and bypass. A 1 cm posterior svc perforation was discovered and repaired (MDR #3007284006-2024-00151). It was determined that the lead extractions would not continue, due to pocket infection, risks of protracted bypass, and likelihoo of significant svc/ra adhesions. No attempts were made to unlock the lld ezs from the leads, and the rv/lld ez and the ra lead/lld ez (MDR #3007284006-2024-00153) were cut and capped and remained in the patient. Epicardial leads were placed, and the patient survived the procedure. This report captures the lld ez within the rv lead which was cut and capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2): patient's date of birth unknown. A3b.): patient's gender unknown. A4): patient's weight unknown. B7): other relevant history unknown. D4/h4): the lot number was not provided, thus the following information is unknown: model/catalog number, unique ID, expiration date, and manufacture date. H3): a portion of the device was discarded and a portion remained in the patient, thus no returned product investigation was performed. H6): although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld from the rv lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.